Event description:
It was reported that the pump shutdown and the pump would not turn back on. Customer's blood glucose was 260 mg/dl. Customer reverted to using manual injections for insulin therapy.